Event description:
The customer obtained multiple, non-reproducible, lower than expected, vitros amon quality control results (qc lpvii d1731= 35.51, 62.60 vs. Expected result= 180.24 mmol/l) on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. However, no patient samples were run for vitros amon during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, lower than expected, vitros amon quality control results were obtained on a vitros 5,1 fs chemistry system. An ocd field engineer replaced the microslide incubator evaporation caps to return the vitros 5,1 fs chemistry system to expected performance. The most likely root cause of this event is an instrument related issue. There was no evidence that a reagent issue contributed to the event.